Event description:
During the index procedure, the patient had a 3.0 x 24 mm endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the proximal lad. Patient was asymptomatic / free of symptoms at 1 month, 6 month, 1 year, 1.5 year and 2 year follow up. Approximately 27 months post index procedure, the patient suffered a stroke, following a sudden fall. The patient underwent a repeat CT scan which showed an acute hemorrhage in the right basal ganglia. Patient was discharged 4 days later for rehabilitation. The investigator assessed that there was no relationship between the event and the study device. Patient was asymptomatic / free of symptoms 2.5 year follow up.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva / stroke). (B)(4).

Event description:
Additional information received from the clinical events committee (cec) reported the patient temporarily discontinued asa treatment post the previously reported stroke event.